Event description:
It was reported that the patient's system was explanted because she needed magnetic resonance imaging (MRI). The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 39565, lot# n178869002. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed it had reached an "end of service" state "due to three overdischarges." Final analysis of both extensions revealed that they were "cut through" and that the products were "segmented." Final analysis of the lead revealed that it was "cut through" and that the product was "segmented."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.